Manufacturer narrative:
The customer canceled the service call.

Event description:
It was reported that both monitors were not working. This caused the system to be unusable due to the loss of the live image. There is no report of injury or death associated with this event.